Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported that they have back pain, bruising in arms and legs, and swollen ankles. It was stated that on (B)(6) 2016 the patient was in an rv and the driver had to swerve and slam on the brakes, which caused the patient to be thrown around in the rv and fall on their back. The patient noted that they have no issues with stimulation, and switched programs because they were told to do so. Additional information received from the healthcare provider (hcp) on 2016-aug-2 reported that the device was explanted to resolve the aforementioned issues. It was further noted that they do not believe the patient's ankles are less swollen and not related to the device, and that the bruising and back pain has been resolved. Indication for use is unknown.